Event description:
It was reported that the long attachment started smoking. As this was noticed during a lab, no case was involved.

Manufacturer narrative:
H10, h11: this is a duplicate report. For reference see MDR 3010266064-2020-01051.